Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2021, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded a suspected discrepant ionized calcium result of >2.50 on a (B)(6) year old female with abdominal pain. There was no additional patient information available at the time of this report. Return product is not available for investigation. (B)(6). There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 04-may-2021. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained testing of chem8+ lots h20304 and h21052 met the acceptance criteria found in q04.01.003 rev. Af, appendix 1 - product complaint level 2 and level 3 investigation procedure. The minimum sample size required to assess the rate of results outside of ea was not met for chem8+ cartridge lot h20308. If a complaint is related to discrepant results and the sample size is below 17, testing is performed in attempt to reproduce the customer complaint. There are no minimum sample size requirements for assessing the acceptance criteria for rate of suppressed results. The customer complaint was not reproduced. The lot met the criterion for suppressed results. No deficiency has been determined for chem8+ cartridge lots h20304, h20308 or h21052.